Event description:
On 10/31/24 an ilet user's wife reported the user experienced a high blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. The user's wife reported that the user's blood glucose (bg) levels did not stabilize after a factory reset and a convatec inset (23", 6mm) teflon infusion set supply change, with bg exceeding 400 mg/dl overnight. The user experienced consistent vomiting and had not eaten, while bg remained high (around 280 mg/dl). The user switched to mdi to address the high bg levels. Despite re-establishing the pump, there was no measurable correction, and the user continued to experience vomiting. Ketone testing was not performed. The user's wife assisted with the user's care, including the majority of the physical tasks. After another supply change, the user chose to return to mdi for better control and declined further troubleshooting. A replacement order was issued for the spent supplies, and the user planned to reconnect to the device later.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. A cartridge change was logged on (B)(6) 2024 when the ilet alerted the user that they were out of insulin without an associated infusion set change. The next infusion set change was not logged until later in the evening on the event date 10/31/24 at 6:03pm. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and event data, the ilet operated as intended. This hyperglycemic event was likely cause by a failed infusion set resulting in insufficient insulin delivery along the fluid pathway and failure to follow the ketone action plan with a failure to check for ketones, and delayed transition to an alternate therapy method resulting in prolonged hyperglycemia. After resumption of the ilet with an infusion set change on (B)(6) 2024 at 6:04pm, cgm values began to come down and respond to algorithmic dosing. Alerts not consistently marked as acknowledged, likely contributed to the severity of this event.